Event description:
Spontaneous call home health nurse calling in stating new pump is alerting for a pressure problem nurse states pt's veins spasm occasionally and usually she flushes and restarts, and it resolves the issue. However, today it kept occurring, it was the first time using the new pump just sent to them as other pump due for maintenance. Since other pump did not continually produce this error, she requested replacement for the new pump. Pump used to infuse gammagard at above dose and frequency indication: immunodeficiency, unspecified and common variable immunodeficiency, unspecified. Did the reported product fault occur while in use with the pt? Yes; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes, we will be sending a new pump. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by health professional.